Event description:
It was reported that both leads were capped because they were non-functional. Both leads would not capture. The physician decided the patient would not tolerate a new bi-ventricular procedure. A new ICD device was implanted, however the atrial and lv leads were not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.